Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of data problem was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a follow-up in clinic, an error message stating "parameters are invalid" was observed. Device exchange was discussed since the device was at elective replacement indicator (eri).